Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and aspirative pneumonia on (B)(6) 2019. Blood glucose reading was over 500 mg/dl. It was stated that the customer was treated with the intravenous fluid, pen and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether customer was using the automode or not. The insulin pump will not be returned for analysis.